Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose. Advised the caller to contact the doctor to find which back up plan the customer has. The mother stated that the customer was using 10 units of rapid insulin and then they were attempting to set new information. The mother became a little concern. Advised her to visit the emergency room if they did not know what her son's back up plan was. The mother stated that the insulin has been in his bag for long time without refrigeration. The customer had symptoms of thirsty and frequent urination. Troubleshooting was performed, and no damage to the drive support cap noted. The caller also stated that the cannula was bent, but the insulin pump did not alarm no delivery as it should. The customer's site was sore and the infusion set was hurting during the night. No further information was provided.